Manufacturer narrative:
(B)(4). The customer reported that the unit would unexpectedly shutdown. There was no report of pt involvement. The unit was evaluated at the philips. The reported issue could not be duplicated. The symptom could not be duplicated and the device passed all testing. Based on the customer's report, we are considering this a malfunction. We cannot determine the cause since we could not duplicate the symptom.

Event description:
The customer reported that the unit would unexpectedly shutdown and power up on its own. There was no report of pt involvement.